Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that a diagnostic anomaly was observed where impedance values as well as a ventricular fibrillation and tachycardia episode were absent on electrocardiogram (egm) summary episodes since the date was inappropriate. A transmission the following day indicated impedance values and episodes were present. The patient was reported to be stable.